Event description:
The customer tested his blood glucose and received a reading of 80 mg/dl using his contour meter. The customer stated that he felt numbness in his hands and feet, so he retested using another meter and rec'd a reading 45 mg/dl. The customer drank some juice to raise his blood glucose level. The difference between the meter readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer's test strips are to be returned for eval. Replacement test strips were sent to the customer.